Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the filter of a clearlink extension set. This occurred during infusion. The reporter stated that the ¿filter in the line was entirely filled with air and some air traveled towards the patient tubing.¿ the set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation contaminated with chemotherapy. Visual inspection was performed to the sample through of the container and the condition was not observed. The condition could neither be verified nor refuted. Should additional relevant information become available, a supplemental report will be submitted.